Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for gastrointestinal (gi) bleeding. No additional information was provided.

Event description:
Additional information: it was reported that the gastrointestinal (gi) bleed onset was (B)(6) 2018. The patient presented with tiredness and low hemoglobin. A scope and capsule were performed. Hemorrhoids were observed. There was no active bleeding, diverticulosis. Capsule was negative. Treatment was supportive care and proton pump inhibitor (ppi). The gi bleed reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.